Event description:
Patient's gmate voice home glucose meter giving extremely high false numbers, consistently 300-400s mg/dl for the last 4-5 weeks. Her basal coverage lantus insulin dose was titrated up based on these readings. Patient did report an episode of hypoglycemia that consisted of waking up sweating and shakiness. The increase in her basal insulin in response to the excessively high faulty readings could have caused severe hypoglycemia if her home meter and clinic glucose readings had not been compared at her clinic visit. This morning her glucose readings were: clia waived poc hemocue meter - 89 mg/dl. Accucheck aviva meter - 77 mg/dl. Patient's gmate voice meter - 309 mg/dl, test strips expiration april 2016. The correct code (15) showed up on her meter and corresponded to the strip container. The patient stores the testing supplies at room temperature in her room. We contacted the manufacturer at (B)(4), they offered to send a new meter and new strips.